Event description:
He came to our hospital for treatment of pyloric hypertrophy, and on (B)(6) 2024 when the nurse was sealing the needle for the child's static point, she found that the push rod of the pre-filled catheter flusher was broken, so she stopped using it immediately and replaced it with a new pre-filled catheter flusher.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history review cannot be performed as no material and batch/lot number was provided. A device history review cannot be performed as no material and batch/lot number was provided.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
He came to our hospital for treatment of pyloric hypertrophy, and on (B)(6) 2024 when the nurse was sealing the needle for the child's static point, she found that the push rod of the pre-filled catheter flusher was broken, so she stopped using it immediately and replaced it with a new pre-filled catheter flusher.